Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting.

Event description:
It was reported that during an unspecified lower extremity interventional procedure using a non-abbott laser catheter and the prowater guide wire, the catheter became stuck 2 times with the guide wire. It was noted that a non-abbott guide wire was used later with the same laser catheter without issue. Additionally, it was reported that unspecified balloon catheters also got stuck on the prowater guide wire, resulting in the need to re-wire the vessel several times. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned for analysis. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.